Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm pericardial aortic valve, implanted for approximately 12 years, underwent a valve-in-valve procedure due to valve degeneration. The tavi procedure was performed successfully and no perivalvular leakage was observed on post-operation. This valve will not be returned for evaluation as it remained implanted. Occurrence date and s/n are unknown.